Manufacturer narrative:
Based on the information provided, the cause of the reported complication cannot be determined. A review of the site's system logs for the reported procedure date was conducted. Investigation revealed there were no related system errors to have occurred during the surgical procedure that would have likely caused or contributed to the reported complaint.

Event description:
It was reported that a patient underwent a da vinci-assisted paraoesophageal hiatal hernia repair procedure, and experienced an unspecified post-operative complication/injury. However, there were no reports of any da vinci product issues or complications intraoperatively. The cause, source, type, and severity of the complication are unknown. It is also unknown what medical intervention, if any, was administered due to the complication. Intuitive surgical, inc. (Isi) has attempted to obtain additional information; however, as of the date of this report, no further details have been received.